Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number," e3 and g2 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause could not be determined as the device was not returned for evaluation. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use which state: "a wireless footswitch arriving separately from the soltive laser system will need to be paired with the soltive laser system by following the instructions in this section before use. If wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points." Olympus will continue to monitor field performance for this device.

Event description:
Company representative (rep.) Reported that the wireless foot pedal was faulty . Per the report, the device had a pairing issue and requested a replacement. There was no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Follow up is in progress for the reported event. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.